Event description:
It was reported that the patient¿s system was explanted on (B)(6) 2014. It was reported there were no alleged product issues. It was reported the reason for explant was because the pocket never healed properly. It was noted the health care provider (hcp) debrided the pocket in (B)(6) 2014; however, swelling, pain and potential infection continued. It was reported the scab over the incision area continued being hard and the pocket was extremely tender to the touch. There was no drainage or signs of fever however the patient was still treated with antibiotics. It was noted the patient told their hcp the implant had been¿much more trouble than it was worth¿ and had actually increased pain. It was reported the entire system was removed. It was noted that the pocket did appear to be infected. It was noted swabs were requested however the results were not available at the time of report. It was reported the manufacturer representative spoke with the patient on (B)(6) 2014 and it was reported the pocket area was still ¿very tender, swollen and not healing well.¿ it was reported the patient had been on antibiotics for weeks with little positive results. It was noted the patient has an appointment on (B)(6) 2014 with an infectious disease physician. Additional information received reported the patient met with an infectious disease physician on (B)(6) 2014 and the pocket was debrided. It was noted the dressing was changed from a wet to dry dressing with instruction to redress daily. It was further reported the patient was on antibiotics for antibiotic resistant staph. It was noted the patient has a follow up appointment on (B)(6) 2014 additional information received reported staphylococcus epidermidis (isolate 1) was found at the generator pocket wound.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014 product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient stated they have a ¿blood disorder¿ that affects the healing process. It was reported the patient has had problems with wounds healing in the past. It was reported the patient is on long term IV antibiotics. It was noted the site is looking better, healing but still very tender.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received provided more specific dates to the patient's implant and explant dates. The patient was implanted on (B)(6) 2014 and by (B)(6) 2014 the patient had a severe infection. It was not until four months later when the device was explanted and the patient began the process to treat their infection. At the time of the report the patient was in more pain than before the implant and was unable to work. The patient noted that while the device was implanted it provided no relief.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the measures that were taken to treat the patient's infection. The patient's health care provider (hcp) kept draining the pocket and at one time had a drain tube put in. They had a total of 5 surgeries and once the device was removed by their hcp they "left an open hole in their back". The patient was then sent to a wound clinic to have the pocket packed. A home health nurse had to come to the patient's home to help care for it. After the wound care clinic the patient was referred to a surgeon to close the hole with no further infection. The patient is now in more pain than before and has emotional distress from waking up during two of surgeries. See medwatch, # 5036776.